Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the display on the insulin pump went blank. It was stated that the battery indicator had 2 bars and the device shut off without an alert. Customer's blood glucose value was 143 mg/dl. She stated that the display was not blank less than 30 seconds. She confirmed that the battery cap was not damaged or corroded. It was advised to monitor the device and call if issues recur.